Manufacturer narrative:
The harmonic ace instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the harmonic ace instrument broke. A fragment fell inside the patient and was retrieved during the same procedure which was completed robotically.